Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 2648988-2017-00077 and 2648988-2017-00079.

Event description:
This is the second of three reports. It was reported that an ins8401 accudrain broke at the stopcock. There was no patient injury reported. Revision or medical intervention was required. Additional information has been requested.

Manufacturer narrative:
Investigation completed on 08feb2018. Eleven (11) unopened units and one piece of a patient line with a stopcock were returned. (B)(4). All 11 units were opened and each unit¿s patient line stopcock was inspected under an illuminated magnifier. The stopcocks¿ plug was fully rotated, several times, to simulate normal use. All stopcocks operated as expected: no cracks were observed. The loose piece sent had two (2) cracks on the main body of the stopcock. Since it is only a piece of a device, the lot number cannot be confirmed. The documentation review of reported lot 1165917 and the lots of the unopened units did not reveal any anomalies that could cause the reported condition. No event, ncr and/or rework was recorded for the mentioned lots; therefore, it is concluded that the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. Since only one partial unit was sent, only one of the complaints will be considered confirmed (mfg. Report number: 2648988-2017-00077). Each device has two (2) of these stopcocks (same part number): one at patient line and one on the zero-reference point. Only the patient line stopcock has been reported as broken. No common lot of stopcocks was used in any of the reported lots. There are controls to avoid this type of situations. Prior to use, the patient line stopcock is verified 100% for cracks and stress marks under a microscope 3x. Also, after assembly, each unit is submitted to leak and occlusion testing. This complaint is unconfirmed. The root cause is undetermined.